Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin blood collection tubes there was a black dot (foreign matter) in the tube, and 1 had air bubbles. There was no report of impact to the patient or user.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, 100 retention samples from bd inventory were visually inspected and 2 out of the 100 retain samples had gel air bubbles. No foreign matter (fm) was seen in the retention tubes. Air bubbles in gel are seen when air pockets are in the gel material or if air is introduced into the lines during the dispense process. There are purges that allow the operators to minimize the amount of air bubbles produced from air in the lines, and inspections that minimize the number of tubes released that have air bubbles caused by the air pockets. Complaints for sample quality are under statistical control for the month of february 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for gel air bubbles; it has not been confirmed for fm. Bd was not able to identify a specific root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h.10

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin blood collection tubes there was a black dot (foreign matter) in the tube, and 1 had air bubbles. There was no report of impact to the patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.